Manufacturer narrative:
(B)(4). Review of lot f1633302, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a deploying problem was experienced with a mynxgrip vascular closure device (vcd), the procedural sheath would not pull out. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a deployment problem was experienced with a mynxgrip vascular closure device (vcd). The procedural sheath would not pull out. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant, advancer tube, procedural sheath and syringe were not returned with the device. The sealant sleeve was displaced proximally from its manufactured position approximately 10 mm from the shuttle cartridge distal tip. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Without the return of the sealant, advancer tube and procedural sheath, a functional evaluation on the returned device could not be simulated. Review of lot f1633302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of a whole device, based on limited information provided and the investigation performed, the reported event of failure to deploy could not be confirmed and the root cause could not be conclusively determined. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.